Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
While tethered to the mobile power unit (mpu), the patient experienced a low voltage alarm. The locking mechanism and ac power was confirmed. The issue resolved when the patient connected to external batteries, however mpu alarm returned when the patient connected to the mpu again although patient was connected to external batteries. No further information was reported.

Event description:
It was reported that while tethered to the mobile power unit (mpu), the patient experienced a low voltage alarm. The v-lock mechanism and ac power were confirmed. The issue resolved when the patient connected to external batteries, however mpu continued to alarm although patient was connected to external batteries. The mpu patient cable was noted in the equipment service report to be very worn, and was replaced as a precaution. The mpu performed without issues and was returned to the customer. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mobile power unit (mpu) alarming, was not confirmed when the unit was evaluated by technical service. No operational issues were found when the unit was checked. No mpu alarms were observed or duplicated. The unit was functionally tested and returned to the customer. The mpu assembly was made in sep 2019. The unit was packaged and placed into stock on oct 17, 2019. The unit was sent to the customer on nov 13, 2019. The unit was assigned to the patient on jul 15, 2019. The unit had no previous services. Set up and use of the mpu with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 instructions for use (IFU). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 patient handbook (p. 207 - ¿alarms and troubleshooting¿; p.231 ¿ ¿mpu alarms¿) and the heartmate 3 lvas IFU (p. 7-1 ¿alarms and troubleshooting¿; p. 7-31 ¿mpu alarms¿). The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.". No further information was provided. The manufacturer is closing the file on this event.